Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited consistent beeps during infusion of life-sustaining medication, with no codes on the screen and could not be resolved. No patient consequences were reported. No adverse effects were reported.